Event description:
It was reported that 2 bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: charge rn reported this is 2nd day that this IV tubing has had a leaking issue under the plastic port. The original tubing was not saved, but todays occurence with the tubing was saved and packaging for review of lot to investigate larger defect in batch or isolated events.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2420-0007 lot number 22055084 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 2 bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: packing was sent to ___ along with tubing in question. Charge rn reported this is 2nd day that this IV tubing has had a leaking issue under the plastic port. The original tubing was not saved, but todays occurence with the tubing was saved and packaging for review of lot to investigate larger defect in batch or isolated events.